Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level. The failure investigation has been completed and the alleged issue was verified.